Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ es server had a station was not updating patient profile. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was failed to update patient profiles. A technical support specialist investigate that the issue is affecting their whole facility and ran the example you provided through the database and found that the patient had been admitted to triage before another message was sent to have them moved to pod-a due to whole facility was down. The nursing informatics (cacs) team identified the interface system was down and performed a system restart, which successfully restored data flow across all pyxis es and anesthesia pyxis stations. Customer confirmed system was operating normally. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server had a station was not updating patient profile. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.